Event description:
The customer reported a blue fluid leak of approximately 15ml on the main diluter module of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The unit was considered down and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2015. The fse replaced defective tubing through pinch valve (pv37) between feed-thru fittings (ff107 to ff124) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).